Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 305892 and lot number 2106008. The review established that all production and quality processes were carried out normally and no abnormalities or quality notifications related to this reported incident were identified. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for further evaluation by our quality engineer team. The retained samples were assembled with a bd 2ml discardit syringe. No signs of defective hub connection were identified with the retained samples. Based on the limited investigation results, an exact cause related to the manufacturing process could not be determined for this reported incident. The engagement force test results measured for the affected lot were found to be within specification prior to release of the product to the market.

Event description:
It was reported while using bd eclipse¿ safety needle - 23g two needles had an improper connection. The following information was provided by the initial reporter: needles would not go onto the vaccine. Kept popping off. The box all had same batch number and other vials worked but 2 vials the needles would not screw on.

Event description:
It was reported while using bd eclipse¿ safety needle - 23g two needles had an improper connection. The following information was provided by the initial reporter: needles would not go onto the vaccine. Kept popping off. The box all had same batch number and other vials worked but 2 vials the needles would not screw on.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.